Event description:
It was reported that during central processing, a part of the joint has burned out or broken off the fenestrated bipolar forceps. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and did not receive any additional information.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips with exposed electrode. Electrical continuity was performed and passed. No damage to the conductor wire was observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.